Event description:
Notified by atc [acute and transitional care] rn that dept. Was being supplied with IV kits (24g. Bd nexiva) that contain the bd maxzero connector. Unfortunately, this connector has been identified to malfunction when exposed to a high infusion rate and reported in an iris in the past. The atc stopped using these connectors with hazardous drugs due to increase leakage (connector "backs itself off luer lock" when under pressure). We use the microclave clear neutral connector for hazardous drugs only. Requesting that these kits are not stocked in the atc.